Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer had low blood glucose of 54 mg/dl and power error detected alert recurred within a week of previous occurrence. Customer¿s current blood glucose was 121 mg/dl. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device received error 25 due to connector resistance issue.